Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) ground bond failed performance spec. Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond verification, measurement: 0.102 ohm (specifications are low limit: 0.001 ohm, high limit: 0.100 ohm). Measured main ground bus resistance from door post to power entry module (pem) rear ground prong, the total ground bus resistance measured 8650 milliohms maximum. Measured door frame to door post resistance, measurement was 7768 milliohms maximum. Measured door frame to pem rear ground prong resistance, measurement was 7 milliohms. Tightened the door post screw, and the corrected door frame to door post resistance was 4 milliohms. Inspected main ground bus endpoint connections for contamination, and none was found. The assignable cause for the ground bond failure was determined to be a poor connection at the door frame to door post interface. The door post was scrapped, and the device was sent to servicing.